Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, the reported IFU deviation is associated with the inadvertent raising of the anterior gripper during clip deployment, resulting in a loss of leaflet capture after lock line removal and subsequent foreign body in patient (clip implanted on posterior leaflet only). Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation and a restricted posterior leaflet with an anterior leaflet override and an enlarged atrium for a mitraclip procedure. A mitraclip was placed, during deployment the anterior gripper was accidentally raised which caused a loss of leaflet capture after lock line removal. The mitraclip was no longer attached to the anterior leaflet. The clip remained stable on the posterior leaflet. Two additional mitraclips were implanted for stabilization. The final mr was grade 2+. There were no adverse patient effects or clinically significant delays.